Event description:
The plaintiff attorney alleges that the pt experienced sudden cardiopulmonary arrest and subsequently expired that day. It was reported that the events occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.